Event description:
A trilogy evo device was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer service center, the device failed a test step relating to the active exhalation verification. The service technician states that the 3-way solenoid valve was replaced to resolve the test failure. Additionally, a not-reportable 'prox press railed low' error was found in the device's error log. The system printed circuit assembly (pca) board was replaced to resolve the error. Also, the fio2 sensor receptacle verification test failed as well. The valve replacement resolved the test failure. The device passed final testing.